Event description:
It was reported that during elective device replacement, externalized conductors were observed via fluoroscopy. The lead remains implanted. There were no adverse consequences to the patient.

Event description:
New information received notes that during follow-up, increased capture threshold was observed. The physician has elected not to take any action.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.